Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The head of the screw is detached from the shaft. The shaft of the screw shows heavy signs of damage. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All measurable dimensions relevant for the function of the product were measured, and fulfill the specifications. Due to the damage to the screw, the cutting geometry and the thread run-out could not be measured. The first page of the work order for the affected part is attached along with the corresponding material certificate which shows no deviation from specification. Based on this, the complaint is rated as confirmed and not valid from the point of view of the (B)(4) manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age/dob and weight are not available. (B)(4). Device was not implanted/explanted. Telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. The review showed that no ncr's were generated during production and there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows; it was reported that during the surgery of a metacarpal fracture on (B)(6) 2016, the screw broke before the surgeon finished tightening it. In order to remove the fragment tip of the broken screw out of the patient's body, the surgeon redid the insertion by taking out the plate. There was a fifty (50) minute surgical delay. No adverse consequence was reported. It was confirmed that there was no fragment tip remained in the patient's body. No additional medical intervention was required and the procedure was successfully completed. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).